Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen " changed". Per photo attached at the case level, pump touch screen appears to have black lines. Customer's blood glucose was 275 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.